Manufacturer narrative:
This device was included in that field action, returned product testing found the device did perform as described in the field action. Product event summary: analysis confirmed the reported event, device failed incoming functional test, would not power up, as a result the main printed circuit board (pcb) was replaced. It was also noted that the upper and lower cases were broken, the battery release was contaminated, both bail covers were broken, the battery contacts were compressed, the battery drawer was broken, the keyboard was scratched, and the serial number label was damaged. With the replacement of the main board, all corrective actions have been completed per the field action.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the epg (external pulse generator) failed the self-test and would not stay powered up. The epg was returned for repair. No patient complications were reported as a result of this event.